Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not delivering insulin and his blood glucose went up to 354mg/dl. The customer stated that the insulin pump would not allow him to get insulin. The caller stated that he will call back for further troubleshooting. No additional information was provided.